Manufacturer narrative:
Approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to be activated. It was noted that the implant was stuck to one of the patient's testicles. The ipp is currently implanted. There were no additional patient complications reported.